Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a male patient (age not reported) coincident with dianeal unknown therapy. On an unreported date, the patient began treatment with dianeal unknown (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced stomach pain while on the airplane to (B)(6). On an unreported date, while in (B)(6), the patient went to the nearest clinic and was diagnosed with peritonitis. The patient was treated with unspecified antibiotics. It was not reported whether the patient underwent any diagnostic testing or was hospitalized for the peritonitis. The outcome of the peritonitis and action taken with dianeal therapy were not reported. At the time of reporting the patient remained in (B)(6). The nurse did not provide an assessment of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.